Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the fenestrated bipolar forceps instrument associated with this complaint. Failure analysis did not confirm the reported event. No product issue was identified. The instrument was fully functional.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the fenestrated bipolar forceps instrument for failure analysis evaluation. A review of the site's system logs for the reported procedure date was conducted. Investigation revealed there were no related system errors to have occurred during the surgical procedure that would have likely caused or contributed to the reported complaint.

Event description:
It was reported that during a da vinci-assisted nephrectomy procedure, the fenestrated bipolar forceps instrument injured the bowel. While grasping the bowel with the instrument, bowel tissue was torn and three holes were identified within the bowel. It is unknown if any intervention was performed due to the event. The fenestrated bipolar forceps instrument was removed and replaced with a backup instrument. The procedure was completed robotically. Intuitive surgical, inc. (Isi) has attempted to obtain additional information; however, as of the date of this report, no further details have been received.